Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage from quick release on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: normal patient country: united states.